Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right inguinal hernia repair with prosthesis or graft. He had revision surgery 7 months post-surgery. During the post-surgery procedure, it was noted that the indirect hernia, previous mesh was crumpled and displaced by the hernia sac. An inguinal hernia repair with prosthesis or graft (right) was performed. .the patient experienced pain, scarring, mesh migration and mesh bunching/folding.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.